Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing. It was further noted that the patient had inappropriately received anti-tachycardia therapy (atp) due to the over-sensing causing the device to identify false ventricular fibrillation (vf). High voltage therapy was not delivered. Programming changes were made. The patient was stable.